Manufacturer narrative:
Device evaluation completed on december 20, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing. During visual analysis of the returned sample cpx4 plus sm te mh 550cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor's procedures. Findings revealed a delamination at the injection dome causing leakage. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation, with consideration to the process controls, event description, the evaluation performed by the complaint handling team, data records reviewed, the product cannot be confirmed as a manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast reconstruction with a mentor cpx4 plus, smooth, medium height, 550cc saline prosthesis experienced right-sided deflation postoperative. Leak was found at 3'oclock position where the port meets at the seem of the expander. The issue was discovered during the surgery. As a result, patient underwent bilateral replacements with cat: shpx-650 on (B)(6) 2024.